Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the issue of no image was damage of the imaging unit. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the bronchofibervideoscope displayed no image there was no patient involvement.